Event description:
Initial reporter indicated that she was unable to interrogate a patient's generator. She reported that she used the programming system yesterday and it worked fine with other patients. Reporter indicated that she rotated the wand, had the patient raise her arm and is having no trouble finding the generator but the data receive light never came on the wand. After each interrogation attempt, a message was displayed, failed: error in communication. Reporter had the patient try magnet stimulation and indicated that the patient "thinks" she feels something. The patient per reporter is mentally challenged and may not be accurate. The patient will be referred for a surgical consult and likely surgery to replace their vns generator. Good faith attempts will be made for product return after surgery.